Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A follow-up report will be submitted with the results of the investigation once it has been completed.

Event description:
Customer reported the pump module IV administration set pulled apart during an infusion. There was no report of pt harm or medical intervention. No further pt or event info is available.